Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to high blood glucose. The customer stated they did not receive a no delivery alarm. They would treat their high blood glucose with a bolus from the insulin pump. Their first hospitalization was on (B)(6) 2017 at 11 a.m., the customer did not know their blood glucose level during the incident. The second time they were hospitalized was on (B)(6) 2017 at 10 a.m. With a blood glucose level of 303 mg/dl. The customer stated they were feeling sick and was dehydrated. They were treated with fluids and intravenous therapy. Troubleshooting was performed on the insulin pump. The insulin pump passed the basic occlusion test. They were advised that the insulin pump was functioning as it should. The device will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.